Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Following the replacement of the batteries, system control board, power switching board and imaging system computer. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No batteries have been received by the manufacturer for evaluation. The power switching board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The imaging system computer was returned to the manufacturer for analysis. Testing found that the settings on the computer were not set properly. After resetting the computer, the computer functioned as designed. This confirmed an electrical failure due to the communication issues. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the imaging system had multiple components that were replaced. The representative replaced the imaging system computer, batteries, system control board and power switching board. No additional information was provided. There was no patient present when this issue was identified.